Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the selftest, reset error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with broken battery tube threads andminor scratches to the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a no delivery during a bolus, and then a motor error. The blood glucose reading was 309 mg/dl. The drive support cap appears normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.